Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 65 units blood collection tubes were giving erroneous results. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: 367961, batch no: 8249563. It was reported when the tube was ran on an analyzer it came up positive for edta, but an edta tube was not drawn. Two samples drawn of bd item #: 367961 when ran on analyzer came up positive for edta remanent but an edta tube was not drawn."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of heparin additive, and all tubes were found to contain heparin spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for of the heparin additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Reporter email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin(lh) 65 units blood collection tubes were giving erroneous results. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no: 367961, batch no: 8249563. It was reported when the tube was ran on an analyzer it came up positive for edta, but an edta tube was not drawn. Two samples drawn of bd item #: 367961 when ran on analyzer came up positive for edta remanent but an edta tube was not drawn."